Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went on site to evaluate the device. Functional and visual testing were conducted. Testing revealed that the device's fuses had blown. The fuses were replaced and the system checkout was successful. No further action required.

Event description:
Medtronic received information regarding an imaging device. It was reported that the device won¿t turn on. The site further reported that the outlet had blown a fuse which caused the mobile view station¿s (mvs) battery to deplete. The device was plugged into a known good outlet and the issue was resolved. This was observed outside of a surgical procedure. No patient involved.